Manufacturer narrative:
Email continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, seroma.

Event description:
Healthcare professional reported right side cyst, lymphadenopathy, rupture, seroma, and wrinkling. Device remains implanted.